Event description:
Pain several days after implant placement; implant became mobile.

Manufacturer narrative:
Visual evaluation of product under 65x magnifiation shows no signs of physical defects. Cover screw attached.